Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the pu lse generator had prematurely reached recommended replacement time (rrt).